Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 9 months post implant of this 25mm bioprosthetic aortic valve, the valve was replaced with a transcatheter valve-in-valve due to aortic stenosis (as), mild insufficiency, and elevated gradient measurements (60 mmhg). No additional adverse patient effects were reported.